Event description:
It was reported to philips that the keypad on the bottom of screen not working. There was no patient involvement.

Event description:
It was reported to philips that the keypad on the bottom of screen not working. The customer / biomed worked with the technical support representative. The display keypad was confirmed to not be working. The device needs a display. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display, the replacement for which was ordered to customer / biomed. The customer to install display. The device remains at the customer site and no further evaluation is warranted at this time.